Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The perfusionist detected during bypass a leakage of the suction valve that is located in position 4 of the be-hqv 35402 set. The estimated blood loss on the ground was approximately 10cc. So the leakage occured during bypass with blood loss out of this suction valve towards the floor. The perfusionist did not change out the circuit so she used the same set for the complete case and tolerated this leakage. Complaint #(B)(4).

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
Maqeut cardiopulmonary gmbh did not request the product back for investigation. There is a similar complaint which same malfunction was reported from same lot # of suction valve. Similar product, showing a similar malfunction has been already investigated under complaint #: (B)(4): during visual inspection of the vacuum valve, blood was detected on the outlet side between the connector and the tube connection. The valve was tested with water at pressure approximately 70.0 mbar (52.5 mmhg). A leak was detected on the upper (umbrella) side of the valve. The vacuum valve is a purchased part from quest medical, inc. There is no any functional test during getinge cardiopulmonary manufacturing. During manufacturing at antalya site, there is direction controls per fb-005 v13 tubing set control form and per DHR review results, it was performed by operators. No similar non-conformity (nc) record was found for material 70102.5887 in last 24 months. No similar supplier corrective action request (scar) record was found for material 70102.5887 in last 24 months. Due to the fact that the occurrence rate is higher than 1% when single batch is checked in this complaint, corrective and preventive action (CAPA) process was initiated on 2019-10-07. Supplier final letter has been received. According to this letter: device history record did not show any manufacturing or quality concerns during production of the lot 055219. The valve was applied to leakage test and no leakage was observed. During manufacturing there is 100% inspection for duckbill, umbrella valve and pressure relief for forward flow, positive pressure relief band and reverse flow. Based on this, the product problem could not be confirmed by supplier. During investigation within CAPA 259464, healt hazard evaluation request was cancelled because the root cause of the CAPA issue with leaking quest vacuum valves is found not product but miscommunication between mcp and the hospitals related. Within CAPA, a root cause analysis has been performed and documented in a fishbone diagram. To summarize the root cause analysis, the leakage which has been complaint is not related to a malfunctioning product or tubing set configuration. The user did not know about the feature of the vacuum valve (art.no. 70102.5887) to release positive pressure inside the vent line through the pressure relief band which is placed under the dome in a not obvious location. The event has been misinterpreted by the user as a leaking valve (malfunction). A former one-way-valve (art.#70000.0883 check valve) in the previous version of the product`s vent line has been switched to the complaint valve from quest in july 2018. The new valve from quest is not just a one-way-valve but a valve with additional safety features (leveling of excessive positive and negative pressure). Laboratory simulation testing showed that the valves perform as intended and show leakage when positive pressure at around 220mmhg is applied to the line. Fishbone diagram was used for root cause determination. It is concluded that root causes are IFU does not describe the mode of action sufficiently and the users hev not been informed in detail with regards to the safety functions of the valve when the valve has been changed to 5887 vacuum ventil. The notification for the ssu in the netherlands summarizing the complaint/issue investigation results and the attached videos/images were sent by e-mail and issue has been communicated. This complaint now can be closed as root cause has been determined and there is a CAPA ongoing. All further actions will be followed by CAPA 259464. The product failure cannot be confirmed however complaint can be confirmed since the manufacturer did not inform the customers adequately regarding function of the valve. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.